Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead had an unknown product performance issue. The lead was explanted. No additional adverse patient effects were reported.